Event description:
The account generated grayzone prism hbsag results on 2 blood donors who tested pcr positive. Blood units from both donors were dispensed for transfusion. The account was evaluating applying the grayzone interpretation of 0.8 to 1.0 to the prism hbsag assay. In order to validate this, 195 specimens that were prism hbsag grayzone were tested with pcr. Two of those specimens were pcr positive. All 195 blood units were already dispensed for transfusion because they met the acceptance criteria. No additional testing was performed and alt data was normal (11-14 no units of measurement given). There was no report of injury or impact to patient management. Below are the results for donor #2: donor 2: prism hbsag initial = 0.90 s/co, repeat = 0.93, 0.91 s/co architect hbsag = 0.00 iu/ml (negative) pcr positive

Manufacturer narrative:
This report is being filed on an international product, list number 3a47 prism hbsag, that has a similar product distributed in the us, list number 6d19 prism hbsag. No customer returns were received for investigation. The investigation team reviewed the master lot release results. The reagent lot 48161hn00 performed acceptable during master lot release testing. Test results are similar to release test results for 47 other lots of prism hbsag, especially with respect to the positive calibrator s/co and to ad and ay sensitivity. In addition a review was performed of the complaint and manufacturing records for abbott prism hbsag, list number, lot number 48161hn00. This review did not identify any problems relating to the customer observation. No other sensitivity-related complaints had been received for this reagent lot. In summary, the investigation team did not identify any problems relating to the customer's observation with reagent lot 48161hn00. Based on this investigation, it is determined that abbott prism hbsag, list number, lot number 48161hn00, identified in this complaint, had performed acceptably. This is the final report.